Event description:
It was reported that the ventricular lead exhibited high impedance, high threshold, and poor sensing. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).